Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a broken sensor wire on (B)(6) 2014. Upon removal of the sensor pod, patient claimed the sensor wire appeared shorter than normal. Patient stated no portion of the wire was visible in their skin. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).